Event description:
The customer states that a sample with previous history of anti-kell resulted negative by the provue in the antibody screen test but visual inspection of the gel card showed reactions were positive. No erroneous results were reported.

Manufacturer narrative:
An ocd field engineer (fe) arrived at the customer site and adjusted the camera brillo to ensure that reaction grades are reading appropriately. The fe also created a new reference image. Repairs have returned this instrument to expected operation. (B)(4).